Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The access ports were used to remove the device, but were unsuccessful. Counter pressure was used to remove the device. The device partially achieved hemostasis, but there was slight oozing which was resolved by pressure. There was no patient effect reported. Though requested, no additional information was available.